Event description:
The customer's mother reported via phone call that the customer was on vacation on a boat and he jumped into the water. Customer's mother stated that the pump was exposed to moisture and ocean water. Customer's mother reported that there is fluid under the lcd display. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.